Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of left total knee due to subsided tibial tray". Update 10/04/2018: diagnosis of "marked osteolysis proximal medial tibia with loose tibial component and synovitis".

Event description:
As reported: "revision of left total knee due to subsided tibial tray". Update 10/04/2018: diagnosis of "marked osteolysis proximal medial tibia with loose tibial component and synovitis".

Manufacturer narrative:
Reported event: an event regarding wear involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: {...} no x-rays are available for review and there is no examination of explanted components. After sixteen years in situ in an obese patient who is post-menopausal, some poly wear with loosening and subsidence of the tibial component is not unexpected. Clinical and past medical history and serial x-rays would be helpful in evaluating this case, as well as examination of the explanted components. It is unlikely that factors associated with component manufacturing or materials were responsible for this late clinical situation.{...} -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot number, clinical and past medical history and serial x-rays operative reports along with return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.